Manufacturer narrative:
MFR's report date: 4/13/2011. (B)(4). The customer complaint of check valve failure could not be confirmed. The set was discarded by the customer. The root cause of the failure was not identified.

Event description:
On the inpatient oncology unit, a secondary infusion of potassium was set-up. When the nurse opened the roller clamp, she noted that the secondary medication backed up into the primary bag and the check valve failed. No pt harm or medical intervention required. The customer states that no further info is available.